Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 414 mg/dl and insulin pump was not working. Customer also wants to track her lower blood glucose her pump. Customer stated that, the pump is a terrible design due to having too many screens to treat with the pump. The customer treated high blood glucose with the bolus. The device will not be returned for analysis.